Event description:
It was reported that an 8mm anchor c inserter broke during implantation. The first screw was implanted through the inserter but it then broke off leaving the threaded tip stuck in the cage. The dr. Made the decision to free hand the second screw and leave the implant as is.